Manufacturer narrative:
Follow-up (7/12/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6), 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to MFR date: test strips- (B)(4), 2012. Meter- (B)(4), 2012.

Manufacturer narrative:
(B)(4). Device evaluation: the retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6), 2012, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch vita enhanced meter read inaccurately high. The customer care advocate (cca) was unable to reach the lay user/ patient or reporter for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue may have began on (B)(6) 2012. The patient manages his diabetes with humalog insulin (30 units). It is not known if the patient made any changes to his usual diabetes management routine at that time. On (B)(6), 2012, it was reported the patient obtained blood glucose results of "261 mg/dl" with the subject meter and "133 mg/dl" on another meter, performed greater than 30 minutes of each other. Prior to the meter comparisons on (B)(6), 2012, the reporter claims the patient felt symptoms of dizziness, headache and sweating. The patient drank orange juice as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
On (B)(6), 2012, a reporter for the lay user/ patient spoke with a customer care advocate (cca) to provide additional information. The patient tests his blood glucose 4x daily. The patient manages his diabetes with humalog insulin (31 units) and lantus insulin (38 units at night). The patient's usual or expected blood glucose reads around "140 mg/dl to 160 mg/dl." The alleged issue began on (B)(6) 2012 at 11am. It was reported the patient obtained blood glucose results of "261 mg/dl" with the subject meter and "133 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Based on the alleged high reading, the patient administered an increased dose of insulin (type/ amount not specified). An hour later, the reporter claims the patient felt symptoms of sweating, dizziness and headache. The patient drank orange juice as treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.